Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that there was probably overdrainage. The shunt was set at 2.0 and tests showed that the shunt opened at approximately 8.5 cm. The shunt was explanted and replaced with a new shunt.